Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that within the same year post implant of this 31mm mitral bioprosthetic valve in the tricuspid position, the patient died. The cause of death was not received. Therefore, relatedness of the death to the valve could not be excluded. It is unknown whether an autopsy was performed.

Event description:
Medtronic received additional information which stated that 7 weeks following the implant procedure, the patient was admitted to hospital with shortness of breath (sob), hyperkalemia, acute respiratory failure with hypercapnia and congestive heart failure (chf). It was reported that blood cultures taken were positive for streptococcus mutans bacteremia thought to be likely due to gut translocation in the setting of a gastrointestinal bleed. It was stated that surgery was performed for revision of a infected total knee arthroplasty. The patient was administered antibiotics for possible endocarditis. A transesophageal echocardiogram (tee) showed no evidence of vegetations on the patients valves. It was also stated that the patient was put on bilevel positive airway pressure (bipap) and diuresis. It was noted that two days prior to admission, the patients loop diuretic medication had been increased to twice a day for volume overload. It was reported that the patient suffered a stroke during the admission period. A computed tomography angiogram (cta) showed acute to subacute infarct of the left caudate head and the presence of a anterior commuting artery aneurysm. It was stated that trophonema attributed to type 2 demand non-st-elevation myocardial infarction (nstemi) due to anemia. The patient was discharged 5 weeks after admission to hospice. The patient died 2 days after discharge due to chronic heart failure.

Manufacturer narrative:
Updated b2 updated b3 updated b5 updated b7 updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 - added ime code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.